Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 125 ohms. Additionally, this device stored signal artifact monitoring (sam) episode which revealed the right ventricular (rv) lead high out of range shock impedance measurement. Right atrial (ra) non physiologic noise was observed which was being oversensed, resulting in pacing inhibition of greater than 2 seconds. Technical services (ts) noted this patient's intrinsic rhythm was coming through. Next, the patient experienced a v-3 event followed by non-sustained ventricular tachycardia (nsvt). Although anti-tachycardia pacing (atp) was attempted, it failed to convert the rhythm, and the device subsequently charged again. Despite the rhythm self-terminating, a shock was delivered due to the previous charge divert. The patient experienced an inappropriate shock (ias) as a result. This system remains in service. No additional adverse patient effects were reported.